Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received.the reported setscrew anomaly was not confirmed in the laboratory. The v is1 and rv df1 septa were found to be damaged upon receipt. The device was tested on the bench, and no anomaly was found.

Event description:
It was reported that during a lead revision procedure, the set screw of the device popped out while disconnecting lead. The device was explanted and replaced. The patients condition is good after the event.